Event description:
Customer reported a past event of high blood glucose level reaching 600 mg/dl. Cause was not known. The customer resolved the high level with a correction injection. Technical support recommended the customer consult with their healthcare provider to discuss potential factors affecting blood glucose levels.